Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 150 mg/dl and 62 mg/dl. Customer woke up and felt hypoglycemic symptoms of sweatiness and shakiness, and obtained the readings listed above. Customer drank a soda in response to the reading of 62 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.